Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon adaptor was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: event stated that patient's tibial bone had a crack/ fracture and that could have led to loosening of tibial components. The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, dated pre- and post-operative x-rays, patient history, follow-up notes and examination of explanted components are needed to complete the investigation for determining root cause. If the devices and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Revision knee. Surgeon informed rep during surgery of a washout and poly swap, the tibial component came loose from the tibial stem. Junction offset and stem connection. Updated as per sales rep: to the best of my knowledge, 5565-s-013 and 5570-s-080 were used in conjunction with tibial component. The surgeon informed me that tibial baseplate was loose at the offset junction, causing it to move freely inside bone/cement. That, in conjunction with patients bone quality (crack in tibia) required them to remove components.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision knee. Surgeon informed rep during surgery of a washout and poly swap, the tibial component came loose from the tibial stem. Junction offset and stem connection. Updated as per sales rep: to the best of my knowledge, (B)(4) and (B)(4) were used in conjunction with tibial component. The surgeon informed me that tibial baseplate was loose at the offset junction, causing it to move freely inside bone/cement. That, in conjunction with patients bone quality (crack in tibia) required them to remove components.